Manufacturer narrative:
(B)(4). The tube was discarded by the customer and is not available for return.

Event description:
The physician was intubating the patient and the cuff would not inflate. The patient was reintubated with another unspecified tube.